Manufacturer narrative:
A2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead impedance warning for varying and high impedance. It was also noted that the rv thresholds were high and varying. Noise was noted on stored electrograms and also during isometrics. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were short v-v intervals and that a polarity switch had occurred. A lead fracture was suspected. The lead was capped and replaced.